Event description:
The lay user/patient's wife contacted lifescan on october 8, 2006 and alleged that her husband's fast take kit was missing the lancing device. The medical affairs specialist (mas) called and spoke with the reporter on october 10, 2006 and obtained further information. The reporter informed the mas that the patient had received the fasttake kit from a "supplier" 3 weeks ago, but the lancing device was missing from the kit. The reporter had called lifescan initially on october 3, 2006 to request a replacement of the lancing device and the product was sent to the patient; however, the patient had not yet received it. The patient was not able to test his blood glucose for 3 weeks. On october 8, 2006 (day of second call to lfs), around 6:15 pm, the patient experienced blurry eyes and could not stand. The reporter lanced the patient's finger with a lancet since they did not have the lancing device. The reporter informed the mas that they had received a result of 277 mg/dl. The patientwas given his usual dosage of set amount of oral medications (byetta and amaryl) and felt better after that. At the time of troubleshooting, it was verified that the closure seal on the packaging was intact prior to opening. The mas checked with delivery company and the lancing device package was tracked to be delivered today (october 10, 2006) to the patient. This complaint is reported because the lancing device was missing from the initial meter kit and the patient was not able to test his blood glucose. The patient did not receive the product 1 week after reporting it. He eventually developed symptoms suggestive of hyperglycemia and administered oral medications.